Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested by cloudy effluent. The break in aseptic technique was further described as not using the mask. The patient was not hospitalized for the event. The same months as the onset, treatment given for peritonitis was vancomycin (dose, frequency and route not reported). The patient was retrained in aseptic technique. The treatment for peritonitis was stopped. The patient recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.